Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was confirmed. It was determined that the device did not have a voltage due to a short circuit. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 7 for the same event . It was reported from (B)(6) that during cleaning process, it was observed that seven battery devices had no voltage and were deformed. According to the report, this was probably attributed to heat. There were no delays to a surgical procedure. Spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.